Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported chest pain and the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of swollen lips, redness of the face, nausea, dryness of mouth, irritation of oral mucosa, difficulty swallowing and mild chest pain. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently betting better. The treating doctor did not consider the event was serious or life threatening to the patient.